Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a non-intuitive movement of the right master or right hand when activating the finger clutch with the monopolar scissors on the arm. It was unknown which arm the right hand was assigned to when the issue occurred. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was informed that tse suggested replacement of instrument. The fse was unable to reproduce the reported issue. The system was verified and ready to use.